Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant on tooth site #5 was removed due to infection. Symptoms of the event: discomfort and sinus issues.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331, 4111. H6: investigation conclusion code was updated: 4315. H10: narrative/data was updated. One osseotite tapered certain prevail implant 4/3 x 11.5mm (xiitp4311) was returned for investigation. Signs of use, there was bone debris on implant. Also, blood or debris on the internal threading (near the neck). Measurements match drawing. No damage identified or signs of malfunction that would contribute to the event. Infection could not be verified. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot number (2021111414) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2021111414) for similar events. The devices could not be functionally tested for the reported failure (perforated sinus). The reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician places implant in a patient with patient factors (e.g., poor hygiene, periodontal issues, pre-existing medical conditions) or inadequate treatment planning. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D9: date returned to manufacturer was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H1: type of reportable event was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: health/clinical code was updated. H10: narrative/data was updated. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon on follow up, it was reported that the patient also had a small perforation in the sinus. Less than 2mm.